Event description:
A physician reported a pt who was treated on 1/6/97 in the glabella. Burning the evening of 1/6/97, the pt noted redness and ecchymosis at the glabellar treatment site. On 1/13/97, she presented with erythema and an area of focal necrosis at the treatment site. The physician prescribed an oral antibiotic and topical bacitracin. On 1/20/97, she presented with persistent symptoms; the physician prescribed local debridement and adhesive bandage.